Event description:
It was reported that the patient had an MRI two years ago and his pump didn't start back up. An alarm was heard; not confirmed by telemetry. The patient went to the emergency room and was given oral dilaudid. The patient planned to follow up with the physician to correct the pump. Since then he has had no problems with the pump. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).